Event description:
Philips identified a software defect internally in the intellispace cardiovascular (iscv) whereby a user is allowed to select the ¿show session¿ function without having the required ¿end session¿ permission. The issue was identified internally and was not in clinical use at the time of event. Philips investigation is on-going.